Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device worked properly, however the surgeon found one unformed staple in the cavity believed to be from the distal end and it was retrieved. The same device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the 6r45b reload was received fully fired and with the spring cartridge lockout normal. Additionally several b-form staples were found inside the cartridge pockets. No functional test could be performed due to the condition of the returned reload. Event could not be confirmed as no device was returned for analysis.a batch record review was performed and no anomalies related to the event description were found during the manufacturing process.

Event description:
A volume discrepancy was reported. The expected residual volume was 4cc and the actual residual volume was 18cc of medication. They had questioned a pump motor stall but it was not confirmed. The pump was replaced and the catheter remained intact with good csf flow. The pt recovered without sequela. The pt outcome was "no injury." The medication being delivered via the device system was baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.